Event description:
It was reported that during an unknown procedure, the clips get stuck (sometimes it worked, but sometimes it didn't). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, empty the analysis results found that the device was received in good visual condition. A clip partially formed was received inside a sample bag. When testing the device for functionality, it was noted to be empty and locked out. The instrument is designed to lockout when all the clips have been fired. Since the device was returned empty, no functional testing could be performed to evaluate the reported firing/feeding issues. A batch record review was performed and no anomalies were found during the manufacturing process.